Event description:
It was reported that the programmer became unresponsive on the cardiovascular implantable electronic device (cied) search screen after powering on and the programmer was unable to interrogate the cied despite the programmer radiofrequency (rf) being positioned on the cied. It was also reported that the programmer stylus was unable to work. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to partially confirm the customer comment that the programmer became unresponsive after powering on, the programmer was unable to interrogate. It was also reported the programmer stylus was unable to work. Analysis found that the programmer was able to interrogate without any issues noted. The stylus was unable to work the xy board was defective. It was also determined at analysis that the cord bay and lower hinge plate were broken. The left and right lower hinge plate ware worn, and the cooling fan was noisy. The paper tray was nearly empty. Errors were found in the software history, during the software update the programmer displayed an error code, the hard disk drive (hdd) was found to be defective. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.